Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported a blank lcd display and keypad issues. The customer's blood glucose level was 245 mg/dl. Troubleshooting was conducted on the insulin pump. The customer also reported a broken belt clip. No further information was reported.